Event description:
The vessel size was "7 (seven) or 8 (eight) mm." Reportedly, the patient remained in the hospital after the original interventional procedure. The infection occurred while the pt was already in the hospital. In 10/2005, the pt was taken to surgery for "extirpation of the affected area but all affected area was not extirpated." Six days later, the patient was taken back to surgery for the same procedure. The pt remains in the hospital. Reportedly, "the affected area has not been sutured after surgical procedures and there is disinfected every day."

Event description:
In 2005, the physician successfully closed an arteriotomy site with the closer s device following an interventional procedure. Fluoroscopy was performed prior to the closure with the following findings: no vessel calcification noted and the site was confirmed to be in the common femoral artery (cfa). It was noted that prior to closing the patient, the physician re-prepped but did not re-glove. Reportedly, the patient was diabetic and received "intravenous piperacillin for five (5) days, oral cefdinir for two (2) days and oral levofloxacin for five (5) days" following the procedure. It is unknown if the patient remained in the hospital after the procedure or returned home. About three weeks later the patient had "swelling and internal bleeding at the puncture place." Wound cultures were obtained and were positive for methicillin-resistant staphylococcus aureus (mrsa). After diagnosis of the infection, the patient was administered intravenous cefazolin for three (3) days. On an unknown date, the patient was taken to surgery for "extrition of (the) affected area." Following the surgery, the patient was administered intravenous vancomycin for three (3) days. The patient's current condition is unknown.